Event description:
A week after implantation of the intraocular lens, a cloudy-jelly like substance was found in the middle of the lens. The doctor aspirated the substance from the lens and the patient has regained good vision.

Manufacturer narrative:
The substance on the lens may be due to contamination with silicone oil used as lubricant in the viscoelastic syringe.